Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made to obtain medical records and medical images but was denied as patient authorization is needed. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed per the clinical personal. However, as the bifurcated stent graft was dislodged off the aortic bifurcation during the deployment of the suprarenal stent graft this is most likely a user related error. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx2 corrections: h6: result code: remove code 3233 h6: conclusion code: remove code 11.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
During the index procedure, the bifurcated stent graft was dislodged off the aortic bifurcation during the deployment of the suprarenal stent graft. Several attempts were made to reset the bifurcated stent graft but were unsuccessful. The physician elected to place a limb stent graft to extend the bifurcated stent graft limb which landed upwards and floating in the aorta. Placement distally was successful but due to the angles of floating limb, anatomy, and the metal endoskeleton being crunched in, the physician was unsuccessful with getting a bridge piece placed to bridge the gap therefore an intraoperative 3a endoleak leak was still present. The physician decided to bring the patient back four (4) days later and an completed and an aorto-uni-iliac (aui) with non- endologix (medtronic) stents. The patient was reported as doing well.